Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that the implantable neurostimulator (ins) battery was overdischarged at the time of the report. It was noted that the rep attempted to jumpstart the ins but was unsuccessful. The issue was not resolved at the time of the report, the patient was alive with no injury and surgical intervention was not planned. The rep later reported in (B)(6) 2017 that the patient had an appointment scheduled for (B)(6) 2017 to address the overdischarge; follow-up has been conducted to obtain this information. There were no reports of medical or therapy issues and no patient symptoms reported. Indications for use include: failed back surgery syndrome and spinal pain. Follow up information received from the manufacturer¿s representative on jan. 24, 2017 reported that the patient was seen in the office on (B)(6) 2017 where it was attempted to reset the implantable neurostimulator (ins) but they got no response. The patient was unable to validate the last time they used the device or recharged it but knew it was longer than (B)(6) 2016. Three more resets were attempted on (B)(6) 2017 with no response. The patient¿s clinic was notified and a replaced was to be discussed with a non-rechargeable ins model.